Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system. User guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient smelled and noted insulin leaking on the skin, experienced headaches and was not feeling good. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating a new pod and corrections (exact amount was not provided). The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and investigation found a hole in the exposed portion of the soft cannula. The soft cannula was also found to be stretched. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage could not be determined.